Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked battery tube threads, reservoir tube lip, scratched lcd window and case. Analysis was unable to test for blank display due to cracked and bleeding lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was dropped. The customer reported that there was a purple blotch on the screen. The customer also reported that the display was not working. The customer's blood glucose was 234 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.